Event description:
Customer's husband reported hospitalization due to hyperglycemia and blood glucose readings of 542 mg/dl. Customer's blood glucose readings were not coming down prior to the hospitalization. Customer was treated with a manual injection at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low delivery, low reservoir and low battery alarms were noted in the alarm history. Customer believes the reason for high blood glucose readings is that they have been inserting into scar tissue. Customer's current blood glucose reading is 335 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.